Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse replaced the redundant power tray assembly to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis and the reported failure was replicated. This power tray was installing into the test system, and it failed error 86 after 10x power cycles. Installed new ipd pca retested power cycle 10x no error. The unit displayed good condition. The complaint was confirmed based on the failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer stated that they brought in this system in place of the dv5 system was having faults. Intuitive surgical, inc. (Isi) technical support engineer (tse) viewed logs and noted error 86. The customer moved power cords to dedicated outlets and the system continued to fault. The tse recommended the site swap towers. The customer ended the call to swap towers. The procedure was converted to another dv system with no reported injury.